Manufacturer narrative:
Concomitant medical products: ddbb1d1, ICD, implanted: (B)(6) 2016.

Event description:
It was reported that the rv coil impedance on the right ventricular lead were variable and high since a device changeout procedure. Reprogramming was performed. While in the office, the patient received a shock for oversensing. The lead was capped and replaced for possible fracture. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.